Event description:
A (B)(6) year old male patient with taaa, right common iliac artery aneurysm and left internal iliac artery aneurysm underwent repair on (B)(6) 2013. Both internal iliac artery was coil embolized prior to evar. The left common iliac artery was highly tortuous, so the physician planned to placed a zenith flex aaa endovascular graft bifurcated main body and another manufacturer's excluder legs. When the physician attempted to release the proximal trigger wire, strong resistance was met. So two physicians pulled it with strong force and it became released, however a supra renal stent bent inward. After placement of the other manufacturer's les, the physician ballooned the bent renal stent area with a coda balloon catheter but it ruptured at the first inflation. However the bent supra renal stent became lifted after ballooning and the physician decided not to balloon the proximal neck any more. He ballooned distal side and junction area with another coda balloon catheter. The physician confirmed type ii endoleak by the final angiography and completed the procedure. The patient has not shown any problematic symptoms.

Manufacturer narrative:
Event evaluation: still under investigation.